Manufacturer narrative:
The patient disclosed receiving therapy and a small abrasion that did not seem related to the stimulator. However, on (B)(6) 2021, an infection was confirmed. The implanting clinician successfully explanted the device and prescribed oral antibiotics (dosage, name, frequency unknown). The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, patient having pre-existing conditions, and interfering with the wound have been ruled out as potential causes. The stimulator is used to treat pain. The cause of the infection is unknown.

Event description:
On march 16, 2021, complaint-(B)(4) was submitted for a reported migration.